Event description:
It was reported that when the patient was seen for routine follow-up, decrease in r-wave amplitude was observed. Device was programmed to vdd and no intervention is planned at this time. Patient will be followed-up in six months.